Event description:
The inclose mesh was implanted in 2007 following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l5/s1. The patient did well until august when symptoms of sciatica returned and worsened in september. Mr images approx five months later, show a protrusion at l5/s1. Exploratory surgery the following month, revealed that a portion of the device was outside the anulus fibrosus. The mesh was removed without incident and returned for evaluation. Additional decompression was performed to remove nucleus pulposus from the intervertebral disc space. The surgeon performed l5-s1 posterolateral fusion with pedicle screws. There were no complications and no continuing adverse effects.

Manufacturer narrative:
The actual device was returned to the company for evaluation. Visual examination of the device demonstrated that it deployed into a shape consistent with what would be expected for the anatomical space to which it was applied. We can only conclude that the device failed by a known failure mode, defined in the package insert as extrusion.